Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was used for a remote patient monitoring system interrogation. As this pacemaker was assigned to another patient, it is expected that this device was kept by the hospital and used in multiple patients as an external temporary pacing support. No adverse patient effects were reported.